Manufacturer narrative:
The device was disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient was experiencing high impedance on the lead. The patients lead was replaced and the patient is doing well. The lead was not returned as it was disposed by medical facility.